Manufacturer narrative:
(B)(4). Report source: UK. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial surgery approximately 2 years ago, she has since had a right broken affixus hip fracture nail which had to be removed and the fracture fixed with a synthes trochanteric hook plate. The original fracture was a sub trochanteric fracture extending distally towards the mid shaft. A cable can be seen on the x-ray at the time of removing the nail showing some callous formation around the mid to proximal section of bone and looks to have healed. The nail had broken at the circle section where the lag screw goes through the nail and into the femoral neck and acetabula head. The femur has fractured from the lateral side approximately 8cm below the greater trochanter and extended medially towards the lesser trochanter and inferior femoral neck. There was no discernable reason as to why the nail had broken. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - im nail reported event was unable to be confirmed as the radiographs that were provided identified that through three views of the right hip demonstrate an intramedullary rod and gamma nail fixation for a sub trochanteric hip fracture. Fractured intramedullary rod at the gamma nail. Proximal cerclage wire is still intact. Oblique, now displaced fracture involving the sub trochanteric region with bony callus formation. Additional oblique fracture involving the proximal femoral diaphysis. No dislocation. Osteopenia noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided pictures identified the nail has fractured through the lag screw hole. The distal fragment of the fractured nail has scratches present on the outside of the proximal end, which are likely a result of instrumentation used for explantation. The mating surface of the nail to the lag screw and the lag screw itself exhibit markings along the shaft which are consistent with implantation / use / explantation through the nail. Biological debris is present throughout. Part number confirmed; what is visible of the lot number is confirmed. It remains that a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : will not be returned.

Event description:
No further event information available at the time of this report.